Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported after the first use of gamma 4 without the presence of the sales rep, the doctor noticed that he forgot to tighten the set screw.

Event description:
It was reported after the first use of gamma 4 without the presence of the sales rep, the doctor noticed that he forgot to tighten the set screw.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Nonetheless, based on the information provided, it could be confirmed that the root cause of the reported event is user related. Hcp failed to properly follow the instructions of the operative technique and to perform the operation with care. As a reminder the use of the set screw is mandatory as its absence could lead to major postoperative complications. A proper fixation and placement of the lag screw cannot be ensure without the set screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned of if more information is provided, the case will be reassessed.